Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line of the homechoice set at the time of the alarm. The home pt disconnected the transfer set from the pt line of the homechoice set, forgot to press stop and fell asleep. They woke to the homechoice set alarming, reconnected themself to the setup and turned the power on and off. The home pt then received a system error 2367. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.